Event description:
It was reported that the right ventricular capture management feature aborts and raises the right ventricular output to 5v and 1.0ms. With the patient in the office and the threshold done manually, it was measured at 0.75v at 0.4ms. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4) the actual device was not received for evaluation. Review of performance data from the device found no anomalies.